Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that they did not see insulin drops when filling the tubing during the load process. Customer's blood glucose level was 342-343 mg/dl. Customer changed out all supplies and resumed insulin delivery.